Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with its pusher assembly. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly; this indicates that no attempt was made to properly detach the smart coil. If the smart coil pusher assembly is not properly inserted into a handle prior to the handle being actuated, the pet lock will not separate, the pull wire will not retract, and the coil will not detach. During functional testing, the smart coil was detached using a demonstration handle without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02623, 3005168196-2021-02624, 3005168196-2021-02625, 3005168196-2021-02626.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coil detachment handles (handle), penumbra smart coils (smart coil), packing coil lps, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully detached a smart coil in the target vessel using a handle. The physician then advanced another smart coil to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach after multiple attempts. Therefore, the smart coil was removed. Next, the physician successfully detached a packing coil lp in the target vessel using a second handle. The physician then advanced another packing coil lp to the target vessel and attempted to detach it using the handle; however, the packing coil lp also failed to detach after multiple attempts. Therefore, the packing coil lp was removed. Then, the same issue occurred with another packing coil lp. It was reported that a second attempt made to detach the packing coil lp with the first handle was also unsuccessful. Therefore, the physician manually detached the packing coil lp. The procedure was completed at this point as the physician lost access. There was no report of an adverse effect to the patient.